Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had broken cable. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 11-oct-2024: the instrument was inspected prior to its use. There was no damage, as everything seemed normal with the instrument. At the time of the event suturing was being performed. There was no instrument collision. There were no issues related to opening/closing (yaw motion) of the grips and left/right motion of the instrument. There was no issue related to up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument, but the specific number was not reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable was not fully broken. Some bundles of the frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.